Event description:
Pt developed extensive scrotal swelling after receiving penile prosthetic implant. Prior to explanation/replacement prosthesis produced continuous erection with unnatural angulation of the penis.